Event description:
The customer reported, she had a seizure and lost consciousness. The paramedics were called and took her to the hospital, where she was diagnosed/treated with glucose gel and intravenous fluids for severe hypoglycemia. The customer also reported a reading issue, but it is unclear based upon the info obtained, if the reading issue was related to the reported medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.